Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during mid procedure, the console made a very loud bang and burning smell was noted. The console displayed error e235 (no lps current). Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Correction block g2. Source has been correct to other. The console was serviced by the field service engineer (fse) at the customer's site. During visual inspection it was found that the laser power supply (lps) was damaged and needed to be replaced. It was noted that the system was turned on, however there was no countdown. Upon further inspection it was found that the laser power supply (lps) was damaged and needed replacement. It was noted that the voltage select board (vsb) and the water reservoir both needed to be replaced along with the lps. The vsb, lps and water reservoir were replaced. The console passed full functional and electrical safety testing. The console works properly according to all boston scientific specifications. The event experienced by the customer was likely caused by the damaged lps. The vsb and lps were returned. Upon receipt of the vsb and lps at our quality assurance laboratory, these devices were thoroughly analyzed. Both the vsb and lps passed visual inspection, however they both failed function testing.

Event description:
It was reported that during mid procedure, the console made a very loud bang and burning smell was noted. The console displayed error e235 (no lps current). Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.